Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the right ventricular (rv) lead was "implanted improperly" and that the "md made a mistake and the lead had problems." Follow up was unsuccessful in confirming the patient's concerns. The lead remains in use and no patient complications have been reported as a result of this event.